Event description:
Reporter indicated that they had a device that needed to be returned, as it had been removed from a recently deceased pt. The reporter was not able to forward info regarding the pt's cause of death. All attempts for further info from the pt's treating physicians have been unsuccessful to date. Due to a lack of info, the cause of death, and the relationship of the death to vns therapy, cannot be determined.